Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the coronary treatment was completed as planned after restarting the system. Per information collected, wi-fi indicator was off, and battery indicator was in green. The field service engineer went onsite and checked the wireless footswitch (wfs) and reconnected the wfs. Later, fse replaced wfs and the base station (wbs). The defective wbs and wfs were returned to philips for further analysis. The analysis of wbs could not be conclusively determined by the supplier¿s analysis. However, the analysis of wfs identified loose and- or broken off element. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.